Event description:
The customer reports the white tabs on the sheath dilator detached/tear while the inserting clinician attempted to remove the peel-away sheath.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. Two separated sheath halves and one sheath tab was returned. The body was torn correctly along the score lines. The points of separation on the sheath body and tab appeared rough and jagged, indicating undue force caused the breakage. Remnants of the sheath body remained adhered to the tab. The length of the sheath halves both measured to be 4.05" which is within specification. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is within vessel to minimize the risk of damage to sheath tip." The customer report of separted sheath tabs was confirmed by complaint investigation of the returned sample. The sheath tab was disconnected from the body and contained rough and jagged edges, indicating undue force caused the breakage. Dimensional history and a device history record review were performed with no relevant findings. Based on the appearance of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the white tabs on the sheath dilator detached/tear while the inserting clinician attempted to remove the peel-away sheath.